Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 08 was confirmed, during review of the event history log, as failure code 808:02. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. Additional information: the user software version is 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a 08 failure code. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.